Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported the patient was getting shocking/ jolting sensation and increased stimulation which was positional. The caller reported the patient would be getting a replacement of ins or possible lead. Patient was getting intermittent shocking/ jolting when in laying position. Patient typically had to reduce settings. The caller to do an impedance check with patient in different positions. No symptoms reported. No further complications were reported/anticipated.